Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loud rewind/rewind anomaly noted. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 11-sep-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no unexpected pump error(s)/ alarm(s) noted 2 days prior to the event date 11-sep-2024 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. Customer alleged for loud rewind/rewind anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block and louder rewind than before. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-342, mmt-1884. Trouble shooting was partially performed and customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-441ag. No product return is required for mmt-342. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.